Event description:
It was reported that the patient¿s stim was positional and cut out when the patient moved and changed positions. It had been checked before but there was nothing that could be done. The patient explained their body made excessive scar tissue and it caused the lead to ¿pull away from the derma.¿ no interventions or outcome were reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent. Refer to manufacturer report # 3004209178-2014-19568 for the event pertaining to the patient¿s second device. The patient alleged this issue happened with both devices.

Manufacturer narrative:
Concomitant products: product ID: 3587a, lot# l31889, implanted: (B)(6) 1993, product type: lead. Product ID: 7433, serial# (B)(4), implanted: (B)(6) 1993, product type: programmer, patient. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 1993, product type: extension. Product ID: 3587a, lot# l31889, implanted: (B)(6) 1993, product type: lead. (B)(4).